Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that tissue concerning for a pseudotumor was allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. A review of invoice history confirmed the initial surgery date; however, invoice history could not be located for the subsequent revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision in (B)(6) 2013 due to pain. Operative report noted the presence of fluid, a pseudotumor, acetabular cup malpositioned, and wear present on the cup and head. The modular head, taper adapter and acetabular cup were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient¿s legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient¿s legal counsel further reported that tissue concerning for a pseudotumor was allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00993 / 00995).